Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had a blood glucose of 588 mg/dl with unspecified ketones and symptoms of dehydration. The patient alleged that the keypad had been damaged then the up and down keypad buttons became unresponsive. The patient was hospitalized and treated with IV fluids. This complaint is being reported cause the patient experienced hyperglycemia and the keypad issue was not resolved.